Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. At the time of contact the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for investigation. The device was externally visually inspected and no defect was found. Functional testing was performed and the tests failed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).